Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The customer stated that they woke up and checked their blood glucose. The blood glucose was not transmitted to the pump and the battery stopped. After battery change, the customer found 3 alerts but did not hear the pump alarm. The customer received low battery and insert battery alerts. The customer stated that they did not hear the pump alarm during the night. The customer¿s blood glucose was 17.7 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 (variable 3) was confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly.